Event description:
(B)(4)

Manufacturer narrative:
(B)(4). The pump was tested three times for volumetric accuracy with a rate of 525ml/hr and 748.2ml (dl: kcl on battery and the results were within specification: 1st test: 758ml or 101% of expected volume, 2nd test: 760ml or 101% of expected volume, 3rd test: 758ml or 101% of expected volume. In a follow up call to the facility, the reporter confirmed there were no adverse reactions associated with this complaint. The pump's operational log was reviewed. The event date given in the complaint was (B)(6) 2013. They were infusing sodium chloride at a rate of 525ml/hr for a total volume to infuse of 1050/ml in 2 hours. After 1 hour only 200-300ml was infused. The log displayed will be for the day of (B)(6) 2013. The pump was turned on at 10:55:44am. At 10:56:00am a vtbi of 1ml was set. At 10:56:07am a new rate of 0ml/hr was entered and then the vtbi was changed to 1000ml at 10:56:07am. The drug library was accessed and maint IV was selected at 10:56:07am.